Manufacturer narrative:
The analyzer's serial number is (B)(6) . The calibration was acceptable. The qc was within specification on the day of the event but was out of range after qc was repeated after the event. The reaction kinetics of the initial and repeat results did not indicate any issues. It was noted that yellow crystals were in the reagent. The alarm trace showed several "abnormal aspiration alarms" and "qc result out of range alarms" on the day of the event. The field service representative performed adjustments on the mixer and the photometer. The precision test results were acceptable. A new reagent lot was calibrated and qc was performed. The results were acceptable. A general reagent lot-specific issue was excluded. The investigation determined the issue was consistent with a storage/transport or handling issue of the reagent cassette.

Event description:
There was an allegation of questionable creatinine jaffe gen.2 results for an unknown number of patient samples on a cobas c 303 analytical unit. One example was provided: the initial result was 0.870 mg/dl. The repeated result was 1.20 mg/dl. This result was reported outside the laboratory. The sample was repeated because the questionable result did not match the patient's urea result and clinical history.